Event description:
It was reported to philips that system given low disk space, unable to expose. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a coronary treatment, was completed by moving the patient to another room. There was no harm reported to philips. Review of log file showed ippc inconsistency and disk low space messages. The philips field service engineer (fse) visited onsite and confirmed that exposure was not possible due to low space. The fse replaced the os and image drives, re-downloaded the os application, and recreated the image store drives on the current ippc, while the ordered image processing pc (ippc) was found to be defective upon arrival. The system was closely monitoring until the defective ippc was replaced. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of ippc and recreation of the image store by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome